Event description:
The customer reported the system continued to produce fluoroscopy x-ray following release of the footswitch within a patient procedure. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator board and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.